Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The quality control results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg stat results from the cobas e411 disk analyzer. The initial result was 1.0 miu/ml with a data flag. The same sample tube was retested on a cobas pure e402 analyzer with a result of 5147 miu/ml the same sample tube was then retested on the original cobas e 411 analyzer with a result of 5875 miu/ml.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found an issue with the bead mixer and replaced it which appeared to resolve the issue. A general reagent problem was not present, because the qc prior to the event was within ranges. The investigation could not determine a specific root cause. The issue with the bead mixer or a pre-analytical handling issue could not be ruled out.